Event description:
C-arm not taking images, gray screen. C-arm removed from room. No replacement available, delay in case 20 minutes. Xray flat plate brought in at 0900 to finish anterior lumbar interbody fusion (alif) portion of surgery.